Event description:
The patient received three injections of synvisc in one knee (side not specified) in march 2002. The patient developed an infection at the injection site a few weeks after receiving the last injection, which affected their knee and the bottom portion of their leg. They were treated with cleocin and the infection completely resolved (date not provided). The patient reported having recently developed hives which were ongoing at the time of this report. The caller also reported that the synvisc did not help relieve their knee pain.